Event description:
It was reported that the insulin pump alarmed for button error. The reporter did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Requested that the reporter return the insulin pump for destructive analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.